Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. After battery installation, unit powered on with critical pump error (open book). No blank display noted, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book). Unit was downloaded using thump software for reference. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 63 was found in adapt (main error log). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water corroding electronic assemblies. Moisture damage was found on motor gold traces, force sensor connector on pcb1, keypad gold traces and connector, and lcd flex connector gold traces on pcb2. Unit was also received with cracked case (battery tube), cracked case, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations of battery cap damage were unknown when unit was not received with original battery cap. Additionally, customer allegations of blank display were not confirmed when unit powered on with critical pump error (open book) instead. However, allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, pump error 63 was found during download history review. Pump errors were caused by corrosion on electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump and battery cap, battery cap metal contacts was missing or damaged and blank display of the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Found the damage on battery compartment and it was affecting the pump functionality. No harm requiring medical intervention was reported. No product return is required for mmt-1886.